Manufacturer narrative:
The mentioned history of intracranial hemorrhage is reported under MFR #2916596-2016-02001 and MFR #2916596-2017-00651. The onset of anemia is reported under MFR #2916596-2018-00298. The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4) . FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the reported events (infection, septic encephalopathy, anemia with possible acute gi blood loss, and acute kidney injury) and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The account communicated that the patient most recently experienced pseudomonas bacteremia and driveline infection treated with tobramycin IV and meropenem IV as an outpatient and presented with complaints of generalized weakness, fevers, and intermittent lethargy at home. On recent bloodwork the patient was found to have abnormal values significant for white blood cell count: 22, hemoglobin: 7.2, creatinine 2.6, and bnp: 16456. Additionally, the patient reported continuous drainage from the old debridement site near the distal portion of the sternum. The account was unable to assess the wounds as the patient refused. No alarms were reported for this event. Driveline drainage was positive for pseudomonas, blood cultures were positive for yeast and fungemia was reported as well. ID recommended to continue current regimen of ciprofloxacin (but change to po 750mg q24h), ceftazidime, and tobramycin for pseudomonas driveline infection with bacteremia. Also to continue fluconazole 400mg daily for candida, can be made po. Neuro assessment also showed septic encephalopathy. Mental status continued to wax and wane but had improved at the date of the reported event. Treatment changes with desensitization. A head CT from (B)(6) 2019 was stable with redemonstration of nonspecific cortical and subcortical right occipital hypoattenuation; however, there was no evidence of acute intracranial hemorrhage or mass effect. The patient is not on anticoagulation due to previous hemorrhagic strokes that were reported and investigated under MFR #2916596-2016-02001 and MFR #2916596-2017-00651. It was also reported that the patient had normocytic hypochromic anemia, reported to be possible acute gi blood loss vs. Iron deficiency vs. Chronic disease. The patient underwent daily complete blood count tests and hemoglobin was 7.2 on (B)(6) 2019. The patient will continue on iron and folic acid. Additionally, the patient has acute kidney injury with creatinine of 2.4 with a baseline of 2.2. It was likely acute tubular necrosis r/t sepsis and antibiotics. It should be noted that an additional infection was reported on 19jul2019 (investigated under MFR #2916596-2019-03771). The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists infection, sepsis, bleeding, and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains information regarding the recommended anticoagulation therapy and inr range. Care instructions in regards to preventing infection are outlined in various sections of this document, as well as the hmii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 3 years 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2016. It was reported that the patient presented with a chronic driveline infection. The patient was not on anti-coagulation due to a history of intracerebral hemorrhage. Patient's course has been complicated by multiple driveline infections (first reported in MFR #2916596-2018-00301). Latest hospital visit was due to pseudomonas bacteremia and fungemia driveline infection treated with tobramycin IV and meropenem IV as an outpatient. Patient presented with generalized weakness, fevers, and intermittent lethargy at home. On recent blood work patient was found to have abnormal values for white blood cell count, hemoglobin, creatinine, and brain neural peptide. Patient also reported continuous drainage from old debridement site reported in MFR#2916596-2016-01432 near distal portion of sternum. Healthcare provider was unable to assess wounds as patient refused. Patient also reported increased bilateral lower extremity swelling. No additional information was provided.